Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to not delivering enough of a food bolus, the bg was 273 mg/dl. Reportedly, bg was monitored by the customer and an insulin injection was available if needed. The customer declined tandem technical support's offer to troubleshoot.